Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging the device at time it seems to stop working, there are times it makes this funny noise and it seems like he stops breathing, headache. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. There was no evidence of visible foam particles. The customer's complaint could not be confirmed.